Manufacturer narrative:
On 05/05/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/11/2016 , software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated.

Event description:
A medtronic representative received a report from a site that their navigation system, with imaging system, scans were alleged to be inaccurate during a procedure on (B)(6) 2016. The surgeon reported taking a spin and checking anterior posterior (ap) at mid-line and was accurate, however, superior and inferior were off. The surgeon placed a screw where the navigation system was showing a pedicle and it actually was dropped in disc space. When the surgeon checked accuracy, again, and after taking a new spin, the software showed him positioned above a pedicle, however, was actually over disc space. The surgeon alleged the navigation system was inaccurate by half a vertebral body (~1 centimeter). The surgeon opted to discontinue the use of the navigation system and completed the procedure with the use of a c-arm. Delay in therapy was one hour before continuing. There was no impact on patient outcome reported.

Manufacturer narrative:
A medtronic representative reported that there was misplacement of three screws on this case, however, because the patient had already had anterior discectomy and fusion at the relevant levels, there was not an adverse effect because of this; the screws were simply redirected to proper location with fluoroscopy.